Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation of ¿foreign material came out of the nozzle¿, was confirmed. Based on the results of the investigation, it could not be specified what the foreign material was and the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. As the methods for procedure in line with the reprocessing manual below, it was determined the suggested event can be detected / prevented with the following: the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, there was a scratched objective lens and a cut on switch#1. In addition to the foreign matter that came out of the nozzle, other evaluation findings are as follows: the adhesive on the bending section cover was cracked and had a white clouded area; the adhesive around the objective lens was peeled; the adhesive around the light guide lens also had a white clouded area; the forceps channel port and the control unit were shaved; the paint on the suction cylinder was peeled; switch#4 was worn; the universal cord was wrinkled; the connecting tube's coating was peeling; and there were scratches on the image guide protector, the protector of the universal cord on the suction connector side and the control section side, the connecting tube, the plastic distal end cover, and the distal end. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had reduced angulation, a scratched objective lens, and a damaged switch remote. There was no report of patient harm. The device was returned, evaluated, and foreign matter came out of the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.